Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband was reported via phone call that her daughter was hospitalized a week before the pump error received with blood glucose level 396 mg/dl. The customer also received motor error alarm. Customer stated that the as per her doctor insulin pump was under delivery. The customer¿s daughter was sick and she was choking that ended up with high ketone. Troubleshooting was done for motor error alarm. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.